Event description:
It was reported that during a coronary artery stenting procedure, stent damage occurred. The physician was treating a 90% stenosed lesion in the calcified, severely tortuous portion of the left anterior descending artery (lad). The physician was attempting to place a 3.5x20mm taxus liberte stent, but could not cross the lesion. The device was removed outside the body, and it was discovered that the stent strut was lifted. The physician completed the procedure with another of the same device. There were no pt injuries or complications. The pt's condition is listed as "good".

Manufacturer narrative:
A visual and microscopic exam found that the proximal edge of the stent was damaged. One strut on the first stent row from the proximal edge was slightly raised. This damaged section was measured, to have an approximate diameter of 1.47mm which was 0.30mm greater than the normal stent diameter. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A recommended sized product mandrel (0.015 inch) was inserted through the lumen with no restrictions noted. Solidified blood was present within the entire length of the inflation lumen, therefore, indicating the device had been used. A review of the mfg documentation for this batch found that the devices met their material, assembly and product specifications at the time of release to distribution. The most probable root cause is considered as operational context. (B)(4).